Event description:
It was reported that the user experienced hypoglycemia after a correction dose was delivered without a meal announcement while using the ilet bionic pancreas; blood glucose decreased from 180 mg/dl to 69 mg/dl within about an hour, and the user treated with one oral glucose tablet. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included transient low blood glucose within the same day that resolved with self-treatment and did not require professional medical intervention or hospitalization. Investigation included complaint handling with troubleshooting and user education, and the case was assigned for additional training. Investigation of this case revealed no device malfunction and an unclear cause related to user interaction with meal and correction dosing. It was concluded that the event was consistent with hypoglycemia of unclear cause, with user training reinforced and no device-related failure identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.